Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power while connected to the mobile power unit (mpu) could not be confirmed through the information provided. A log file was submitted for review and data from the event date (B)(6) 2026 was reviewed. Controller event data started at 11:55:20 on (B)(6) 2026. The log file captured routine power source exchanges. No notable alarms were observed in the log files. In the controller periodic log file between 0:43:23 and 12:43:21 on (B)(6) 2026, the backup battery use count increased by one. Backup battery use count increasing indicates a potential loss of external power at that time; however, due to the nature of the recorded data, this could not be confirmed. There was no effect to the controller¿s ability to operate the pump at the set speed throughout the log files. The mpu was not returned for analysis. Provided information states that the power cord was unplugged accidentally from the wall outlet around 3:30 on 31jan2026. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event could not be determined through the information provided as the alarm was not confirmed; however, the alarm is likely due to the mpu ac power cord becoming disconnected from the wall outlet. No serial or lot number was provided by the customer to perform a device history record review. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 3 - ¿powering the system¿ and heartmate 3 patient handbook section 3 - ¿powering the system¿ states how to properly provide power the system via mobile power unit and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section also cautions to plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller screen was dysfunctional after loss of external power event. The patient's primary system controller was swapped for their backup system controller. On saturday (B)(6) 2026, around 3:30 a.m the patient got up to use restroom and stated they accidentally pulled the mobile power unit (mpu) out of the wall outlet. After the event, they called the ventricular assist device (vad) coordinator and stated that since, the screen lights up on the system controller but remained blank. No words during alarms and no numbers were presented when pressing the square button. The patient's green circle light remained on. When they pressed the battery button, 4 bars lit up. They were also able to perform a self-test on the system controller. Log files were submitted for evaluation. The system controller event log file no longer contained data from the time of the event. The data indicated that an emergency backup battery (ebb) use count increment occurred (B)(6) 2026 0:43:23 - (B)(6) 2026 12:43:21. The ebb usage suggested that there was a no external power during those data capture periods.

Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information.